Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge and would not connect to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. D2b: lgw - qrb.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge and would not connect to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.